Event description:
The customer reported receiving an alarm on the insulin pump. The blood glucose at the time of the call was 320 mg/dl. The customer was advised to disconnect from the insulin pump and check the drive support cap. The customer reported that it was protruded. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion and was unable to prime during the prime test due to a protruded drive support disk. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.